Event description:
Boston scientific crm (bsc) received information that a red alert was detected with the latitude monitoring system involving this cardioverter resynchronization therapy defibrillator (crt-d). The alert was issued due to an out of range shock impedance measurement detected. Bsc technical services (ts) was contacted to review this alert. The bsc ts representative reviewed the alert and discussed that the shock impedance measurements had alternated between 43 and above 125 ohms. The electrocardiograms were also reviewed and no noise was present on the shock channel. The alternating measurements can be indicative of either a lead fracture or a possible defibrillation connection issue. It was suggested that detailed testing for proper lead connection and lead integrity should be performed as well as a high resolution x-ray of the device to examine proper lead connector insertion and setscrew positions. The defibrillation lead associated with this device is a competitor's product. Additional information was later reported that testing was performed and the shock impedance measurement was in range in the distal coil to can configuration but it was out of range for the proximal coil to distal coil and intermittent for the triad configurations. An x-ray was performed but was inconclusive. No adverse patient effects were reported. This crt-d is implanted in a subpectoral position. A revision was performed and the device was successfully replaced and returned for immediate laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Inspection of the setscrews found they moved freely and there was no evidence of cross threading. The seal plugs appeared intact and no anomalies were found. Further inspection of the device header noted that there were marks on the seal rings in the port for the proximal defibrillation coil (df+). The marks are indicative that the df+ terminal pin was not fully inserted into the port when the setscrew was engaged and would have resulted in an intermittent connection. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the intermittent out of range shock impedances observed in the field were most likely due to the df+ terminal pin not being fully inserted into the port and having intermittent contact. This device met all specifications during testing and was functioning as designed and programmed.